Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ daughter contacted lfs greece on (B)(6) 2011 alleging a battery indicator on their one touch vita meter. A medical surveillance sent follow up questions; however, the customer care advocate (cca) has been unsuccessful in getting a hold of the patient. The complaint was classified based on the initial call. The daughter mentioned that the battery indicator has appeared on the screen a week ago. Due to that issue, her mother was not able to check her glucose levels. Approximately 2 days after the product issue, the patient developed symptoms of feeling dizzy and instability. The patient felt those symptoms were hypoglycemic and not hyperglycemic. As a result she ate a small candy and the symptoms have gotten even worse. It is unknown what other symptoms the patient may have experienced. Her daughter took her to the pharmacy and the pharmacist performed a blood glucose test using the pharmacy meter and the result was really high, exact reading was not provided. Due to the alleged reading, the pharmacist increased the dose of oral medication from ½ a tablet to 1 tablet. When she took the medicine, she got better and went home. While troubleshooting, it was noted that the battery needed to be replaced; however, the patient did not have a replacement battery. Products were replaced and requested back for investigation. The complaint is being reported since the reporter alleged that due to the battery indicator, the patient was unable to test and later developed symptoms which progressively got worse and had to receive treatment by a pharmacist for a high result on the pharmacist's meter.